Event description:
The patient contacted lifescan alleging that their one touch ultra meter was powering off during use. The last test performed on the meter was september 2004. The patient reported that they had been feeling shaky and sweaty during the time of concern. They did not attempt to test while experiencing symptoms. They ate and decided to visit their physician's office. An hba1c test was performed; however, the result was not specified. The patient did not allege harm. There is no indication that the patient experienced injury of medical intervention due to the meter. The customer care representative verified that the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The ccr educated the patient on the automatic shut off. During troubleshooting, the meter powered off before the time was up. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a reportable medical device issue was not resolved through troubleshooting. The meter and test strips were replaced.